Event description:
Edwards received notification that while opening the packaging of this physio ii ring model 5200m34 in the unsterile field, the inner sterile cover of the ring package was glued onto the outer, unsterile cover. There were no temperature excursions and the ring was stored according to IFU. The outer packaging was in good condition. The ring was implanted in the patient who was noted as to be fine after the procedure.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was returned for evaluation. Customer report of the inner sterile cover of the ring package was glued onto the outer, was confirmed. As received, the ring inner tray was seated in the outer tray. Both trays had the tyvek lids partially opened and lid of the inner tray was found attached to the lid of the outer tray. The inner tray was taken out from the outer tray. No visible damages were observed on any of the lids. Under uv light, it was observed what appear to be adhesive residues at two points on the top surface of the inner tray lid located near the opened corner. Returned product and findings were consistent with customer photos.

Event description:
Edwards received notification that while opening the packaging of this physio ii ring model 5200m34 in the unsterile field, the inner sterile cover of the ring package was glued onto the outer, unsterile cover. There were no temperature excursions and the ring was stored according to IFU. The outer packaging was in good condition. As reported, the ring was implanted with no issues and was still sterile when implanted in the patient. The patient was noted as to be fine after the procedure and was discharged after the normal hospital stay. No complications, no infection, no longer ICU stay and no problems with the patient were reported.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that while opening the packaging of this physio ii ring model 5200m34 in the unsterile field, the inner sterile cover of the ring package was glued onto the outer, unsterile cover. There were no temperature excursions and the ring was stored according to IFU. The outer packaging was in good condition. As reported, the ring was implanted with no issues and was still sterile when was implanted in the patient. The patient was noted as to be fine after the procedure and was discharged after the normal hospital stay. No complications, no infection, no longer ICU stay and no problems with the patient were reported. According to the last follow-up performed on post operative day (pod) ninety eight (98) there was no infective endocarditis.

Manufacturer narrative:
The device history record (DHR) review showed that this is non-conformant as packaging must maintain sterile barrier and protect the ring assembly. Internal actions were opened for this issue. Two root causes were identified to be lack of sufficient details and operator error. Pictures were provided for evaluation and the packaging was returned for evaluation. Per product evaluation, the complaint of the inner sterile cover of the ring package was glued onto the outer was confirmed. Per product evaluation, the ring inner tray was seated in the outer tray. Both trays had the tyvek lids partially opened and lid of the inner tray was found attached to the lid of the outer tray. Under uv light, it was observed what appear to be adhesive residues at two points on the top surface of the inner tray lid located near the opened corner. Returned product and findings were consistent with customer photos. Based on the information available, the root cause is most likely due to lid sealing during the manufacturing process.

Manufacturer narrative:
H10: corrected data corrective actions have been taken to address these root causes. The issue concerns an adherence between the outer tray lid and inner tray lid resulting in opening of both lids when opening the outer lid. This issue has no impact on the sterile barrier, the risk is only related to a minimal procedural delay and can be considered as negligible. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Upon further review updated section h6 (component code).